Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and barbed suture was used. During the procedure, it was reported to the sales rep by the surgeon who was doing c section; uterine layer the needle popped off 25% into the running stitch. The rep had them open another suture start at the other end of the uterus and run it past the broken suture, back stitch 2x. They cut the needle off and tied the end to the original sxpp1b401. No patient consequence. Uterus very hemostatic. The device was not returning. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.